Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead triggered alerts for undefined high superior vena cava (svc) coil and rv coil impedance.

Manufacturer narrative:
The initial reported event of [it was reported that the patient's right ventricular (rv) lead had elevated sensing integrity counter (sic) counts. It was determined that the patient's lead should be deactivated, therefore ventricular tachycardia (vt)/ventricular fibrillation (vf) therapies were programmed off. The lead is still in use. No patient complications have been reported as a result of this event. ] was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: 5076 lead, implanted: (B)(6) 2003. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had elevated sensing integrity counter (sic) counts. It was determined that the patient's lead should be deactivated, therefore ventricular tachycardia (vt)/ventricular fibrillation (vf) therapies were programmed off. The lead is still in use. No patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported that the lead triggered a lead integrity alert (lia) for high rate non-sustained episodes, high pacing impedance and noise.